Manufacturer narrative:
The devices were returned for evaluation and the polished markings on the locking caps are indicative that 3 locking caps may have loosened, and that varying tightening conditions may have been present during intra-operative final tightening. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for locking caps that loosened post-operatively at t11 and t12.